Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that it was observed on transmission that the right atrial (ra) lead had high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.